Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I ft4 results for one sample that did not match clinical presentation. The following data was provided: the initial result was 20.79 pmol/l, the re-test result was 17.94 pmol/l (reference range 9.01-19.05 pmol/l). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 57607ud02. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. An increase in complaints has been observed for lot 57607ud00, however, in-house performance testing was completed which indicates the product is performing as expected. In house testing was performed using retained reagent samples of lot 57607ud00 of which 57607ud02 is a sublot containing the same components. Testing met acceptance criteria and the product is performing as expected. Device history review did not identify issues associated with the customer¿s observation. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 reagent lot 57607ud02 was identified.

Event description:
The customer observed falsely elevated alinity I ft4 results for one sample that did not match clinical presentation. The following data was provided: the initial result was 20.79 pmol/l, the re-test result was 17.94 pmol/l (reference range 9.01-19.05 pmol/l). No impact to patient management was reported.